Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced recurrence, wadded up mesh, mesh not incorporated, bleeding, bulging, adhesions, laxity of fascia, and discomfort. Post-operative patient treatment included revision surgery, removal of mesh, and hernia repair with mesh.